Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer is using (B)(4) aaa alkaline battery. The customer stated that the device was not dropped or bumped and not exposed to moisture. Customer declined to check battery cap contacts. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer declined to inspect battery cap and compartment for corrosion/damage. The customer was advised to monitor the insulin pump and call if problems recur. The customer declined to troubleshoot for a21 and a17.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.